Event description:
A nurse called to report several cases of toxic anterior segment syndrome (tass) following intraocular lens implant surgery. The nurse reported the cases occurred on eight different surgery days and involved several surgeons. Additional info has been requested. There are sixteen medical device reports associated with this event. This is the fourth of sixteen reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).